Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, 175 ventricular sensing integrity counts (sic); vt-ns episodes with evidence of lead noise oversensing. On (B)(6) 2015, rv pacing impedance measured greater than 3000 ohms up from a trend in the 800-1100 ohm range. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more vt-ns episodes and sensing integrity counter (sic) greater than or equal to 30 in 3 days.

Event description:
It was reported that the patient was symptomatic due to noisy episodes that result in inhibition of pacing. There was high impedance, oversensing noise and possible fracture on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.